Event description:
The wires on the lactina power cord were found to be exposed during the product evaluation, which is a safety issue.

Manufacturer narrative:
Exposed wires were found during an evaluation on 10/02/2014. This issue is currently being investigated under (B)(4).